Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v673559, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep): the old lead broke due the force applied by hcp as he tried to remove it. The scar tissue around the tines prevented the lead from coming out. There were no other interventions planned by hcp. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot #: v673559, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-mar-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The manufacturer representative reported an impedance issue. Contributing factors were unknown. The doctor had performed an impedance check. It was noted that reprogramming around the open impedance provided insufficient therapy so the entire device was replaced. It was reported the issue was resolved at the time of the report. It was also reported that the lead broke and was only partially explanted. No further complications were reported or anticipated.